Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was resetting.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the monitor would not fully power on. Upon eval, the monitor exhibited a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). Root cause investigation into devices exhibited similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced my mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.